Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. Clinical review of the medical records reveal a computed tomography with contrast of the abdomen and pelvis that reported ascites caused by peritoneal dialysis. The fluid was tracking into the inguinal canal and scrotum and an inguinal hernia was diagnosed. The hernia was possibly related to the increased pressure inherent in peritoneal dialysis using fresenius liberty cycler.

Event description:
Review of the patient's medical records revealed an inguinal hernia during a computed tomography scan. The patient was transitioned to hemodialysis.

Manufacturer narrative:
Additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.